Event description:
As reported, the patient had an initial tka on (B)(6) 2016. The patient was revised due to poly issues with flaking and delamination. The patient was last known to be in stable condition following the event. No other patient information or medical history provided.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-01-0350 - lgc femoral ps cem right sz 5 sn:(B)(4), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t sn: (B)(4), 200-02-38 - three peg patella 38mm sn: (B)(4).

Manufacturer narrative:
H3: the revision reported may have been the result of a combination of prosthesis wear over a 14 year length of implantation, patient-related conditions, and/or inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as devices were not available for evaluation.